Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10 minutes" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced cognitive impairment and lost consciousness. The customer's caregiver reported that the customer has generally experienced fluctuations in blood glucose levels in recent months and believes that this event was not related to the sensor. The customer was unable to self-treat and required assistance from paramedics, who administered 2 to 3 injections (name unknown) and provided honey and cola to increase blood glucose levels. There was no report of death or permanent impairment associated with this event.